Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination of the lead, it was noted that there was elevated capture threshold, worsening lead impedance and declining sensing capabilities on the right ventricular (rv) lead. After further assessment, it was observed that the rv lead had dislodged. The lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, r-wave amp variation, and impedance issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full extension length was measured within specification. The reported events of inadequate capture, r-wave amp variation, and impedance issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.